Manufacturer narrative:
The lead was returned with no reported event. Only the distal portion of the lead was returned in one piece measuring 44.0/48.5cm (insulation/cables). Visual examination of the lead found two internal abrasions breaching the ring electrode cable lumen between the shock coils and one internal abrasion breaching the ring electrode cable lumen at the location of the shifted superior vena cava shock coil. The etfe cable coating was intact at these locations [ 9.2cm to 12.1cm, 13.6cm to 15.7cm and 23.8cm to 24.8cm from the distal tip]. One internal abrasion breaching the right ventricular cable lumen noted proximal to the superior vena cava shock coil [25.8cm to 26.8cm from the distal tip]. The etfe cable coating was intact at this location. One external abrasion breaching lumen the ring electrode cable lumen noted at the middle region of the lead, consistent with friction to another device or features of the heart [30.8cm to 31.4cm from the distal tip]. The etfe cable coatings was intact. Additional analysis found an internal abrasion breaching the rv cable lumen under the superior vena cava shock coil [17.3cm to 18.3cm from the distal tip]. The etfe cable coating was intact at this location. *etfe- ethylene tetrafluoroethylene. *right ventricle.

Event description:
This report is to advise of an event observed during analysis.